Event description:
Failure to rescue due to vf undersensing during vf storm; 40 episodes of vf identified, 2 episodes vt. Seventeen aborted out of 42 available egm's show delay to therapy (21 sec) due to vf undersensing.